Event description:
Health professional reported a lap-band device "port flip" that was repositioned. Later the lap- band device and port were "explanted without replacement and the pt was converted to roux-en-y." Follow up findings: health professional reported the displacement was first noted through "palpitation" and an "abdominal x-ray" showed displacement.

Manufacturer narrative:
Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter had no further info regarding the device serial number. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degrees) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled. Be aware that an upside down (180 degree) port shows the same image."